Event description:
Device 3 of 3. Reference MFR. Reports: 1627487-2015-03168 1627487-2015-03169.

Manufacturer narrative:
(B)(4). This charger model was associated with a field correction. Corrective and preventive action CAPA) investigation was performed. Result: pocket heating confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating.